Manufacturer narrative:
Per facility, materials are not available for return and investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon discovered thin needle-like metal flakes during a procedure on (B)(6) 2015. The flakes were first noticed right after the insertion of one of the variable angle buttress pins into the distal plate during the palmer side plate procedure. The flakes were sharp and twisted in a round shape. They were then discovered when the surgeon inserted the buttress pin into a different hold for the dorsal plate. As it turned out, the surgeon was drilling holes although the angle-adjustable sleeve had not meshed with the screw holes completely. Surgery was completed with no reported time delay or patient harm. This report is 1 of 3 for com-(B)(4).